Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the keypad is torn over the ok button and the keypad symbols are worn. The ok button is intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that there was contamination under all of the buttons. The display lens was found to be scratched.